Manufacturer narrative:
A partial lead was returned for analysis in three segments. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that loss of capture was observed. The patient is pacemaker-dependent. The lead was previously programmed off. The lead was explanted and replaced. The patient was stable.